Event description:
It was reported that after successfully deploying the stent and withdrawing the stent delivery system (sds) through the guiding catheter, the sds met resistance at the tip of the guiding catheter and detached at the guide wire exit notch. The distal segment was retrieved from the guide catheter using a goose neck snare. Reportedly, there was no pt injury.